Event description:
The suction cathether broke about 5 cm from the tip. The piece had to be removed from the pt lung. The doctor stated that the catheter was not cut. The pt developed a progressive deterioration needing increased ventilatory support (sensor medics oscillator) on day 6, while being nursed with a 5 french indwelling closed suction catheter system. The night staff reported a malfunction in a newly connected inline suction catheter with repeated ballooning of the plastic catheter shield as well as an absent catheter tip. The suction catheter was replaced. On repeat chest x-ray, a 5 cm radiopaque foreign body extended subglottically down the right main bronchus. The pt was preoxygenerated, sedated and subsequently extubated. A 5 cm piece was removed using biopsy forceps. The pt was reintubated and two days later successfully extubated to nasal CPAP. The pt remains stable and is steadily growing.